Manufacturer narrative:
The 4095 surgical table was returned to steris for evaluation; however, the event reported by the user facility could not be duplicated. No issues were identified. The user facility was provided a replacement 4095 surgical table shortly after the reported event. A 3-year complaint review indicates this to be an isolated event. No issues have been reported with the replacement table.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and could not duplicate the reported event. The user facility will be provided with a replacement table and the table subject of the event will be returned to steris for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their 4095 surgical table was tilting without being commanded to do so. No report of injury or procedure delay.